Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant of this cardiac resynchronization therapy defibrillator (crt-d), noise was observed on the right ventricular (rv) channel when the physician flushed the pocket. Boston scientific technical services (ts) discussed that noise at implant could be a connection issue. However, the field representative confirmed that impedance and threshold measurements were good. Additional information indicated that noise was considered air bubbles as no episodes were observed post-operatively. Electrogram (egm) was also clean. The device still remains in service. No adverse patient effects were reported.